Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon eval, there was a shorted pulse wire in the cable connecting the distribution node to the rear therapy electrode (te). The cause of the check te pad messages is the shorted pulse wire. The root cause of the shorted pulse wire cannot be positively identified. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report constant check te pad messages. The pt was issued a replacement electrode belt.